Event description:
It was reported that pump experienced repeated malfunction alarms identified in tandem source and on pump display, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, received instructions on placing pump into storage mode, programming settings, and reconnecting continuous glucose monitor to replacement pump, and technical support arranged shipment of replacement pump and instructed return of problematic pump using prepaid label.